Event description:
It was reported that a system error (se) 2267 alarm (air and fluid in set) occurred on the homechoice (hc) device during use. The home patient (hp) was not sure what step they were in during their therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) explained the alarm to the hp and advised the hp to either start over with new supplies or finish therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.